Event description:
Rv ICD oil was unable to defibrillate due to lead withdrawn into ra and failure of ICD to deliver therapy due to malposition- required lead replacement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).